Manufacturer narrative:
(B)(4). Device #1: the jostent graftmaster ((B)(4) lot 602661), is being filed under a separate medwatch MFR number. The device will not be returned for eval. The lot number was provided. A f/u report will be submitted with any relevant info.

Event description:
Device #2 issue: failure to seal perforation. Time of device issue: during the procedure. Adverse event (ae): medical intervention. It was reported that during a right coronary artery (rca) percutaneous intervention with a non-abbott balloon dilatation catheter, a perforation occurred. A 19 mm jostent graftmaster was deployed at the perforation, but the perforation continued to leak. A 16 mm jostent graftmaster was delivered distally, but the leak continued. Balloon pressure was held, but the leak continued. An unspecified bare metal stent was placed inside the graftmasters sealing the leak. There was no adverse pt sequela and 2 days post procedure, the pt was discharged to home. Although requested, there was no add'l info provided.